Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
It was reported that there was a catheter cut on the distal segment during a previous spinal fusion. A dye study was performed. A revision was done on (B)(6) 2015; a segment was replaced and reconnected to the existing tunneled/spinal segment. No patient symptoms/complications were associated with the event. The patients pump was filled with saline when they arrived. It was noted that the it was functioning properly. The patient's status at the time of report was "alive-no injury."